Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2015 and suture was used. During the procedure, the suture broke when the package was opened. The device was not used for the patient. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: actual sample was returned for evaluation. Visual inspection revealed that mecanyl tube had a closed loop and was not cracked. The visual inspection of the knot shows that it was configured correctly. No breakage could be verified with the actual sample. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.